Event description:
It was reported that the right ventricular (rv) and left ventricular (lv) leads dislodged within one day post implant. It was also reported that during repositioning of the leads, the rv lead helix would not extend with 20 turns after it had been retracted. The rv lead was explanted and replaced. The lv lead was also explanted and replaced with another lv lead model for a different smaller branch. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed and the turns to extend/retract the helix exceeds specification. It was noted that the helix was distorted/bent, there was blood in/on the helix mechanism (sleeve head) and there was blood in/on the helix mechanism. (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut and there was apparent explant damage.